Manufacturer narrative:
No confirmation of explant received. No device information or device received. No lab analysis for this record.

Event description:
Patient reported left side rupture and "textured". The device remains implanted.

Event description:
Patient reported left right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the returned device identified: broken and underweight. A microscopic analysis was performed which identify sharp broken in the posterior and missing. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken.

Event description:
The device has been explanted.

Event description:
This record is un-reporting due to device not PMA approved.